Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was feeling excessive pain on the day of the report on their right thigh. The patient wanted to increase the settings, but the controller showed that the implantable neurostimulator (ins) was off. It was then noted that the patient was able to turn the ins back on but was wondering why the ins was off. The patient was then directed to contact a local manufacturer representative (rep) if this issue happened again and to document the event if it happened again. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was turned off when the patient got up to go to the bathroom. No further complications were reported.